Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the piston packing was hanging out the overturn-knob; the device was seized and would not oscillate. It was further determined that the bearings and o-rings were damaged and the housing was corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-testing process, it was discovered that the sagittal saw attachment device was frozen. During in-house engineering evaluation, it was observed that the piston packing was hanging out over the turn-knob, the device had seized and would not oscillate. It was further determined that the bearings and o-rings were damaged and the housing was corroded. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.